Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage on an amia cassette which resulted in a leak. This was identified after use of the device for peritoneal dialysis therapy, when taking down the set up. The nurse stated that the membrane or side of the cassette started to peel off after they completed the training session on a "dummy tummy" and checked the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.